Event description:
It was reported that the patient's m 101 generator was unable to be interrogated due to battery depletion. After the generator was replaced, high impedance was detected on the new generator - m 104. The test resistor was put in the m 104 and the impedance was within normal limits. It was verified that a system diagnostic was being run and that the pin was fully inserted past the second connector block. A higher impedance was seen after the pin was fully inserted. The lead was replaced with a new generator (compatible with the new lead) and the high impedance resolved return of the suspect product is not expected. No further relevant information has been received to date.